Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found.

Event description:
The device was returned with a report that it was removed due to pocket erosion. No further patient complications were reported as a result of this event.